Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, while transecting the stomach, the device did not fire. It was reported that another reload was used to complete the case. There was no patient injury.